Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was able to properly pull back, advance, and retract. Fluid was found leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During image characterization testing, no image appeared in the system due to electrical open at proximal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The 90% stenosed,moderately calcified and moderately tortuous lesion. During the percutaneous coronary intervention (pci), an opticross imaging catheter was used to view the unspecified lesion. It was reported that no image appeared after the physician performed ultrasonography to check the lesion. The procedure was completed with a new device. No patient complications reported and the patient's status is good. However, device analysis revealed a hole at the lap joint.